Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection reported debris was found in the returned package. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet. Additional concomitant medical products: item number: 010000997, item name: g7 screw, lot #: 6288367. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04832. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that debris was found in the sterile packaging prior to entering the field. Attempts have been made and no additional information is available.